Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1108285 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory the events of anxiety-product/procedure, lymphoma-alcl-suspected, seroma-late, and visibility/palpability were unable to observe as they are medical events and are not related to the device. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported for left side "peri implant fluid on the left side¿, ¿bottomed out square appearance to the lower pole of the breast¿ and "approximately 15 ml of viscous fluid present which was submitted for pathologic examination for consideration of alcl", "left side liquid replacement from textured to smooth due to the patient concern of the implant". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Lymphoma ¿ alcl-suspected: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported for left side "peri implant fluid on the left side¿, ¿bottomed out square appearance to the lower pole of the breast¿ and "approximately 15 ml of viscous fluid present which was submitted for pathologic examination for consideration of alcl", "left side liquid replacement from textured to smooth due to the patient concern of the implant". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "seroma-late" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "15 ml of viscous fluid present which was submitted for pathologic examination for consideration of alcl."

Event description:
Healthcare professional reported for left side "peri implant fluid on the left side¿, ¿bottomed out square appearance to the lower pole of the breast¿ and "approximately 15 ml of viscous fluid present which was submitted for pathologic examination for consideration of alcl", "left side liquid replacement from textured to smooth due to the patient concern of the implant". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Event description:
Healthcare professional reported for left side "peri implant fluid on the left side¿, ¿bottomed out square appearance to the lower pole of the breast¿ and "approximately 15 ml of viscous fluid present which was submitted for pathologic examination for consideration of alcl", "left side liquid replacement from textured to smooth due to the patient concern of the implant". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.